Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported). The patient was treated with topical antibiotics and IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.